Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Additional manufacturer narrative: structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that that this patient with a 27 mm bioprosthetic mitral valve, implanted for approximately four (4) years and seven (7) months, underwent valve-in-valve procedure due to degeneration leading to stenosis. As reported, an edwards transcatheter valve was attempted to be implanted by the ta; however, the ta was not able to cross the pre-existing valve with the guidewire. The patient had extremely vulnerable tissue conditions. Therefore, the procedure was aborted. No additional details were provided.